Event description:
A remstar auto a-flex device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The customer initially alleged the occurrence of a 'service required' alarm. During the evaluation of the device, the service technician confirmed visible foam degradation. Additionally, the pca was found to be faulty. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.